Event description:
New information reported stated that on 08/29/2017 the right ventricular lead exhibited intermittent episodes of premature ventricular contraction and noise reversion episodes due to oversensing. The patient was symptomatic to the episodes. The physician elected to not to make any programming changes and continue to monitor the patient with its current programming settings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the right ventricular lead exhibited noise reversion episodes. No intervention was reported. No additional information was available at this time.